Event description:
It was reported that a patient stated the convective radiofrequency water vapor thermal therapy did not work well for him. He had to be catheterized for six months until another surgery corrected the damage. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with convective radiofrequency water vapor thermal therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain and discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that a patient stated the convective radiofrequency water vapor thermal therapy did not work well for him. He had to be catheterized for six months until another surgery corrected the damage. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.